Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While using the device the silicone coating on the tip separated from the wires. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 09/19/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. Blood and heavy tissue was observed on the heater wire. Microscopic inspection was conducted. The heater wire was observed to be slightly flexed away from the hot jaw at the center, but remained attached at the base and tip of the hot jaw. A piece of the silicone insulation on the side of the cod jaw was observed to be detached from the cold jaw, exposing a metal portion of the cold jaw. The detached silicone was not returned for evaluation. No other visual defects were observed. Based on the return condition of the device, the reported failure "peeled jaw" was confirmed as well as for the analyzed failure ¿material bent/twisted" specific actions for the reported failure mode "peeled jaw" and the analyzed failure mode "material twisted/bent; wire"  are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. While using the device the silicone coating on the tip separated from the wires. A replacement device was used to complete the procedure. The hospital did not report any patient effects